Event description:
The healthcare professional (hcp) for the home patient (hp) reported hp was overfilled with solution while using the homechoice pro device for apd therapy. The hcp relates that the hp had received "low drain volume" alarms during their apd therapy, which indicates that the fluid flow from the hp was less than 50 ml/min and the minimum drain volume percentage requirement or initial drain alarm setpoint volume has not yet been met. According to the hcp, multiple bypasses of "low drain volume" alarms had been performed during the apd therapy before the hp went to the ER. The hcp reported that the hp was manually drained at the ER and removed approximately 6000mls of solution, which is greater than the hp's preprogrammed fill volume of 3000mls. According to the hcp, while at the ER the hp's catheter was heparinized before the hp was able to manually drain and fibrin was noted in the hp's effluent upon drain completion. The hcp relates that the hp was then released from the ER and there was no patient injury as a result of this incident.